Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implant was removed. The patient's body rejected the ins, it started to work its way out, and the incision never healed. The patient lost feelings in their right leg and couldn't sit or lie on their back for 3 weeks. The patient took norco every 4 hours and they couldn't do anything other than lie on their back. The patient tried to change the settings but that didn't work and they maybe got 2 days worth of relief but the suffering they went through was much more than the benefit they received. The patient's hcp should have assessed them more given that the patient had autoimmune issues. The patient had the device removed on (B)(6) 2014. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kmnl, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had extreme pain at a pain level of 10 and discomfort at their implantable neurostimulator (ins) site since implant in the last 2 weeks. The patient had been dealing with their surgeon regarding this issue for the last 2 weeks however they didn¿t believe the surgeon was being helpful. It was noted that the patient had been speaking with their manufacturer representative about reprogramming and did report the pain to them on (B)(6) 2014. The patient couldn¿t put any pressure on their right butt cheek, couldn¿t sleep, and couldn¿t sit or lie down. It was stated that the ins was 1 inch below the patient¿s belly button on their buttock. The patient had pain at their crack area and 3 days ago the patient went back in because the site broke open after 5 days and the glue came apart and the patient¿s health care provider (hcp) added more glue and steri-strips. It was reported that the patient also became very sick after surgery, had seizures, and was in the intensive care unit (ICU) for 5 days. The reason the patient had the implant was for a neurogenic bladder and severe retention. It was noted that the patient had pain whether the stimulation was on or off. The patient had a loss of therapeutic effect and had to catheterize themselves and prior to surgery they catheterized every 3 to 4 hours and had no sensation of relief or of being full. It was reported that when the patient received the implant they were catheterizing 1 to 2 times a day and now only used the bathroom once or twice a day and had to catheterize the rest of the day. During the trial the patient was only catheterizing half the time. It was stated that the patient¿s spouse adjusted the programs and they believed they may be on program 3 now. The patient did have another appointment today to see their hcp; however, they wanted to know what their options were if the hcp didn¿t help. It was noted that the patient already consulted with their auto-immune hcps and their primary care physician (pcp) and they couldn¿t assist. The patient was diagnosed with lupus, fibromyalgia, and rheumatoid arthritis and they didn¿t believe the hcp understood when they agreed to implant the device and was told how they experienced surgery. It was reported that the patient wanted to know what to look for to determine if their body was rejecting the device. The incision split open 5 days after surgery and when they went back the glue was off and they could see the bottom of the stitches. It was noted that the emergency room (ER) didn¿t want to put anything on there due to the patient¿s auto-immune conditions. The patient had consulted with other hcps and was redirected to their urologist. It was stated that the patient¿s hcp said there was no chance of the ins moving.